Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. On (B)(4) 2015, the field service representative (fsr) verified the occlusion knob was jammed. He was able to free the knob. The fsr ran the roller pump with tubing "near to full" occlusion. The roller pump sounded like a bearing may be bad. After ten minutes, the roller pump made a soft "thunk" noise and the occlusion knob was then jammed tight. The shaft in the center of the occlusion knob (with cap off) was very hot to the touch. The fsr did not experience a "pump jam" error message. The fsr installed a loaner 4 inch roller pump, reconfigured the screens and assignments for the loaner and tested operation of the loaner pump. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump was returned to the manufacturer for further evaluation. The software data logs were received by the manufacturer on (B)(4) 2015 for further evaluation. On (B)(6) 2015 at 9:24:58 am, the large roller pump rt-vent speed is set to 507 ml/min. At 9:28:58 am the pump reports "underspeed (head < demand)" and 1 second later "belt slip jam status - true" causing the pump to stop. This will cause the "pump jam" as reported. This sequence occurs 1 more time on (B)(6) 2015.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the roller pump jammed and the occlusion knob could not be turned. The roller pump was being used as an aortic root sucker. A "pump jam" message alarmed. The perfusionist (ccp) moved the tubing over to normal sucker pump and continued the case. After the case, the ccp removed the system-1 and brought in a back-up system-1 for the next case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2015: the ccp stated that during the early stages of a cpb, they received a pump jam error message. The pump was being used as an aortic root sucker and was flowing around 500 milliliters per minute (ml/min). In response to the error message, the pump stopped immediately. The perfusionist was unable to move the occlusion setting in either direction, as a result she moved tubing over to a normal sucker pump and continued the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, the reported issue ws not duplicated. The product surveillance technician (pst) observed the roller pump to function properly and pass pump jam test. No mechanical electronic anomalies or abnormal bearing noises were observed. The pst placed the pump in decreased temperatures and repeated functional testing and observed the pump to function properly. The pst ran the pump for extended length of time at optimal occlusion setting and at various speeds and observed the pump to function properly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis and by the field service representative (fsr) observation. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the pump pod board as a precautionary measure. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.